Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the client heard and felt a pop in their abdomen, which was painful. Client came to clinic for assessment urinary catheter had migrated partially out of penis, on removal of catheter there was no normal saline in deflate and when catheter removed the balloon was not intact had tear in it. No medical intervention was reported.

Event description:
It was reported that the client heard and felt a pop in their abdomen, which was painful. Client came to clinic for assessment urinary catheter had migrated partially out of penis, on removal of catheter there was no normal saline in deflate and when catheter removed the balloon was not intact had tear in it. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). Pfmea ra87p003, rev 23 (sac manufacturing process) was reviewed for this investigation. The reported event is addressed in step/item #3. A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.